Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen needles 31gx5mm experienced leakage. The following information was provided by the initial reporter: customer bought 4 boxes of 14 newly packaged needles, but the specific name of the online store is not available. The patient is customer's wife. There is no problem in the first few cases, but the last case of needle injection will leak (insulin). The customer would like to know what causes the injection leakage the customer's wife used pen needle to inject insulin, (B)(4) units per injection, then noticed leakage. It has been explained to the customer that the injection operation method requires vertical injection without pinching the skin (the previous injection was slightly inclined), and it needs to stay for at least ten seconds after the injection is completed. The product cannot be reused. At the same time, the customer said that the 4mm needle has been used, and the leakage has been improved, and the pain is less.

Event description:
It was reported that an unspecified number of pen needles 31gx5mm experienced leakage. The following information was provided by the initial reporter: customer bought 4 boxes of 14 newly packaged needles but the specific name of the online store is not available. The patient is customer's wife. There is no problem in the first few cases, but the last case of needle injection will leak (insulin). The customer would like to know what causes the injection leakage the customer's wife used pen needle to inject insulin, 17 units per injection, then noticed leakage it has been explained to the customer that the injection operation method requires vertical injection without pinching the skin (the previous injection was slightly inclined), and it needs to stay for at least ten seconds after the injection is completed. The product cannot be reused. At the same time, the customer said that the 4mm needle has been used, and the leakage has been improved, and the pain is less.

Manufacturer narrative:
H6: investigation summary no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; lot#9248770 DHR and manufacture records were reviewed, no abnormality was found; 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. Based on the investigation above, the certain cause cannot be concluded at the moment.